Manufacturer narrative:
(B)(4). Batch #: u93k65. Investigation summary: the device was returned with no apparent damage outside its original packaging. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, before an open hysterectomy, the package was slightly opened before opening the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.